Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer when the caregiver positioned the patient over the wheelchair . The maxi 500 lift tipped towards the chair and the hangar bar hit the resident in the head. No injury was reported. After the event the device was inspected and no malfunction was found.

Manufacturer narrative:
An arjo technician checked the device function during an on-site visit. The device was inspected and no malfunction was detected. The device operated correctly. The arjo technician was unable to re-create the device tipping issue. The customer did not indicate any possible scenario for the itipping issue. The instructions for use (IFU) for maxi 500 informs the user step by step how the lifting procedure shall be performed. IFU also states that every caregiver must be trained and familiarized with the device. According to the information provided in the IFU: "always use the handles to manouvre the lift." ¿the maxi 500 floor lift must always be handled by a trained caregiver, as per instructions herein, who shall attend to the patient during lift operation.¿ ¿warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator, or patient. Doing so could cause incidents resulting in injuries.¿ the review of previous complaints revealed the device tipping issue might be related to the incorrect handling procedures performed by the caregivers. Based on the collected information there was no device malfunction found that could have contributed to the lift¿s tipping over. Therefore, its defect as a potential cause of instability can be ruled out. The most likely cause of the reported incident may have been the way of product handling. Looking at the incident scenario it has been established that passive floor lift was used for patient handling at the time of the event. No technical malfunction of the device was detected that could have caused or contributed to tipping. Nevertheless, the device was reported to tip and in this regards, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to allegation that the device tipped during transfer.

Event description:
The customer informed an arjo representative about an event involving a maxi 500 device. It was reported that during a patient transfer to a wheelchair the lift started to tip. As a consequence of the event the maxi 500 device tipped towards the chair and the hangar bar hit the resident in the head. No injury was reported.